Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus that was requested via the mobile app that the customer did not initiate. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. During troubleshooting with tandem technical support the customer confirmed that a bolus via the app was requested. Although requested, the customer did not upload data for tandem technical support to review regarding the allegation. The customer consumed carbohydrates to address the bg level and continued to use the pump for insulin therapy.